Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation; therefore, the reported outflow graft occlusion could not be confirmed. However, the report of continuous low flow alarms was confirmed through review of the submitted system controller log file. The submitted log file contained approximately 6 days of data from (B)(6) 2017 to (B)(6) 2017 and continuous low flow hazard alarms were captured throughout the log file. No other adverse alarms were captured in the log file. A specific cause for the low flow alarms could not be conclusively determined based on this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: an antiplatelet medication was amended to the patient's anticoagulation regimen and the patient was discharged to home. The estimated pump flow values remained low; however, the patient was stable and doing fine, and labs showed no signs of hemolysis prior to discharge. The patient was admitted another hospital on (B)(6) 2017 due to continuous low flow alarms associated with complaints of dizziness over the past few days. The patient was given additional volume and became increasingly stable. Review of the system controller log file found similar behavior to what was observed previously and the labs showed no signs of hemolysis. The patient's echocardiogram revealed no further anomalies and the patient was discharged to home on (B)(6) 2017 with actual flows around 3.5-4 l/min. No further information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient was re-admitted to the hospital due to decreasing estimated pump flows that went down to 2.4 l/min on (B)(6) 2017. The patient's inr values were always in the target range and there were no previous problems with the device or therapy. The patient was asymptomatic and labs did not show any signs of hemolysis. An echocardiogram and CT scan showed constricting structures inside the outflow graft. Marcumar was stopped. The patient was treated with argatroban IV with a partial thromboplastin time goal of 50 to 60 seconds. No additional information was provided.